Manufacturer narrative:
(B)(4). Method: the complaint rt265 infant dual heated evaqua2 breathing circuit was not returned to fisher & paykel healthcare for evaluation as it was disposed of by the healthcare facility. Our investigation was based on the information provided by the customer, our knowledge of the product and previous investigations for this product. Results: further information was recieved from the healthcare facility confirming that the ward was excessively cold and draughty. The healthcare facility also stated that the patient was in an incubator which was set at 28 degrees celsius. Furthermore, we were advised that an unheated extension was used as part of the setup with the rt265 breathing circuit. The hospital also provided details of the set up explaining that the subject rt265 breathing circuit was draped over the head of the incubator and down to the patient creating a u bend. The combination of the environmental conditions may have contributed to the amount of condensation in the subject breathing circuit and the incorrect setup may have caused the condensate to drain towards the patient instead of towards the water chamber. Under certain conditions, condensate in the humidification system may occur as a side effect of heated pass-over humidification systems and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. The amount of condensate in the ventilation system is influenced by multiple set-up and environmental factors. Based on the information provided by the healthcare facility, the reported event most likely occurred due to a combination of environmental conditions and incorrect setup. Our user instructions illustrate the correct set-up and proper use of the rt265 infant dual heated evaqua2 breathing circuit, including the use of the breathing circuit while the patient is in an incubator or infant warmer. The user instructions also state the following: attention; - set appropriate ventilator alarms. - check breathing circuits for condensation every 6 hours and drain if required. Warning: - when mounting a humidifier adjacent to a patient ensure that the humidifier is always positioned lower than the patient.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that there was excessive condensation in the rt265 infant dual-heated evaqua2 breathing circuit which allegedly caused the patient to require resuscitation and re-intubation. The patient has since been reported to be in a stable condition.